Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 01/05/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 evaluation: an empty opened foil, a detached needle, and same sutures pieces of product code y358h were received for evaluation. The strand was observed broken due to the degradation process caused by exposure to the environment. The product code y358h contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. The foil was visually inspected, and no holes were observed in the cavity. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown cervical procedure on an unknown date in 2021 and suture was used. During the procedure, while the first stitch was pulled, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences? Unknown. Was the procedure completed successfully? Unknown. Event date and procedure name? Date is unknown, cervical surgery. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.